Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they had a fall the other day and landed square on their back. Patient said they landed pretty square on the device in their back and it is painful around that area. Patient also said they think the device is not functioning the same as it was because they are having more urination and incontinence at night. Agent asked if the patient had tried connecting to the implant with their equipment since the fall and the patient said no. Patient stated they will try connecting with equipment first. The patient was redirected to their healthcare provider to further address the issue. Patient stated hcp moved and they do not have one currently, email sent with physician listings.